Event description:
IV infusion pump was set at 50cc an hour and was started at 6:00 am. At 6:30 am it was noted that IV bag with magnesium sulfate was 1/2 empty. 500 cc of the 1000cc infused in a 1/2 hour. The tubing was appropriately placed in the pump. The pt became unresponsive. The pump was shut off, treatment was rendered immediately resulting in an immediate response by the pt. The pt had no residual effect.